Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. After the rpv (right pulmonary vein) isolation, patient's blood pressure decreased rapidly and the heart rate dropped as well. Drainage was performed, and the procedure was terminated. Patient required extended hospitalization. Atrial septal puncture was performed with rf needle. Ablation was performed before cardiac tamponade was confirmed. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 14-jan-2025, additional information was received indicating the patient improved. Extended hospitalization was required, but the reason was unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 9-jan-2025, it was noticed the following information was omitted from section h11. Additional manufacturer narrative of the 3500a initial medwatch report. ¿device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.¿ additionally, the following code corrections are being processed: h6. Type of investigation has been corrected from type of investigation not yet determined (b21) to device not returned (b17). H6. Investigation findings has been corrected from results pending completion of investigation (c21) to no findings available (c20). H6. Investigation conclusions has been corrected from conclusion not yet available (d16) to cause not established (d15). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).